Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned in the original case. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found but, connector is broken off. Delamination - layers were intact and did not separate. Discoloration - the device was unclear and discolored. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's internal reference number is: (B)(4).

Event description:
(B)(6) reported that a silent nite 3d one piece appliance has broken. No further information or injury was reported.

Manufacturer narrative:
The complaint device has been returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the findings. Manufacturer reference:(B)(4).